Manufacturer narrative:
Additional information: h6. Device evaluation: h3. The substrate heater and substrate syringe were returned to tosoh bioscience for investigation. A visual inspection revealed no shipping damage. Functional testing was performed, all precisions were within the published mean. The returned substrate heater and substrate syringe passed functional testing. The reported issue could not be replicated. The probable cause of the reported issue could not be determined. The customer laboratory uses mas cardioimmune quality control material.

Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse performed a thorough rinse on the analyzer multiple times and replaced the old reagents. The fse made alignment adjustments on the two sample nozzles then replaced the sample nozzles but that did not resolve the issue. A second fse visit to the customer site was conducted to further troubleshoot the reported event. The fse was able to confirm and reproduce the issue by performing quality control (qc). During the site visit the fse found a faulty specimen dispense z-assembly, which was replaced; however, the fse was not able to resolve the reported qc issues. A third fse visit to the customer site was performed to address the reported qc issues. The fse was able to reproduce the problem by running qc. The fse resolved the issue through replacing a faulty substrate syringe. Additionally, the fse replaced the substrate heater which failed during troubleshooting but does not relate to this event. The bf (bound-free) wash probes and 3-way solenoid valves were replaced as a preventative measure. System validation was completed through performing quality control (qc). Qc results passed within the manufacturer's published specifications. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 06apr2018 to aware date 06may2019. Two other similar complaints were identified during the search period. Follicle-stimulating hormone st aia-pack fsh and luteinizing hormone st aia-pack lh ii analyte application manual, under evaluation of results, states the following: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported issue has not yet been determined; investigation is currently in process.

Event description:
A customer reported getting out of range high and low bio-rad quality controls (qc) results on all assays with the aia-900 analyzer, including critical assays follicle-stimulating hormone (fsh) and luteinizing hormone ii (lh ii). The customer made fresh substrate on the day of the event. The customer deleted qc information on the analyzer. As a result, further review of the data to determine whether it is a pattern of competitive binding assay or a sandwich (iema immunoenzymometric) assay was not possible. Technical support advised the customer to decontaminate the aia-900 analyzer. The customer stated all qc results were out of range after performing decontamination. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of follicle-stimulating hormone (fsh) and luteinizing hormone ii (lh ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.